Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refp0081 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.

Event description:
It was reported by the customer, having issues with midline catheters kinking in the vessel upon insertion. Sonosite guidance was used, and the surgeon was present.